Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead exhibited noise, high capture threshold and triggered a lead safety switch (lss) due to impedance issue. Patient also experienced pocket stimulation. Additionally, the pacemaker reached end of life (eol) where 1.5 years of battery depleted in four months. System replacement was recommended. This system currently remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating pacemaker was explanted and rv lead capped.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead exhibited noise, high capture threshold and triggered a lead safety switch (lss) due to impedance issue. Patient also experienced pocket stimulation. Additionally, the pacemaker reached end of life (eol) where 1.5 years of battery depleted in four months. System replacement was recommended. This system currently remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead exhibited noise, high capture threshold and triggered a lead safety switch (lss) due to impedance issue. Patient also experienced pocket stimulation. Additionally, the pacemaker reached end of life (eol) where 1.5 years of battery depleted in four months. System replacement was recommended. This system currently remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating pacemaker was explanted and rv lead capped.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with pacemaker and right ventricular (rv) lead exhibited noise, high capture threshold and triggered a lead safety switch (lss) due to impedance issue. Patient also experienced pocket stimulation. Additionally, the pacemaker reached end of life (eol) where 1.5 years of battery depleted in four months. System replacement was recommended. This system currently remains in service and no additional adverse patient effects were reported. Subsequently, additional information was received indicating pacemaker was explanted and rv lead capped.